Manufacturer narrative:
Summary of event: as reported, during a diagnostic angiogram, two roadrunner nimble floppy hydrophilic wire guides became stuck. Latex free, powder-free gloves were worn during the procedure. Access was obtained in the left groin and the anatomy was normal, without severe calcification or tortuosity. Resistance was encountered during use and per the physician, the wires were "rough and sticky" and not easy to work with. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received (B)(6) 2023. No flaking or metal exposure was noted to the wires. Another manufacturer's wire was used to complete the procedure. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint devices was also conducted. Two complaint devices were returned to cook for investigation. No damage was noted to the wires, and both wires felt lubricious when the coating was activated per the IFU. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A supplier investigation found no non-conformances on the lot, concluding that the devices were manufactured to specification. The product IFU warns ¿always keep the surface of the wire guide wet during use for optimal results.¿ the information provided upon review of the supplier investigation, dmr, DHR, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to the design or manufacturing of the complaint devices, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, h3 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2023. No flaking or metal exposure was noted to the wire. Another manufacturer's wire was used to complete the procedure.

Manufacturer narrative:
Customer name and address= postal code: (B)(6). Occupation = regulatory affairs manager PMA/510(k) number = k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a diagnostic angiogram, two roadrunner nimble floppy hydrophilic wire guides became stuck. Latex free, powder-free gloves were worn during the procedure. Access was obtained in the left groin and the anatomy was normal, without severe calcification or tortuosity. Resistance was encountered during use and per the physician, the wires were "rough and sticky" and not easy to work with. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.